Event description:
Oversensing in the ventricular channel and decreased impedance were observed and the patient was hospitalized. A lead fracture is suspected. A revision was attempted but unsuccessful due to an occlusion of the subclavian vein. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.